Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that during a shift check, device would stop while performing compressions. Also, severe damaged bosses of upper and bottom panel and battery compartment were noted. There was no pt involvement reported.